Event description:
Clave connector on which adrendien and phenylephrine was connected leaked and pt's blood pressure dropped. Life threatening. After an hour, pt was resuscitated. Facility could not determine exactly where the leakage came from.